Event description:
I used fixodent from approximately from 1995 until 2009, while I was using fixodent I began experiencing numbness and tingling in my extremities. In 2009, I was diagnosed with neuropathy. Blood tests taken at that time showed I had high levels of copper and low levels of zinc in my blood. My neuropathy is permanent and requires continued medical care and treatment. Dose or amount: denture cream; frequency: once daily; route: oral. Dates of use: 1995 - 2009. Diagnosis or reason for use: denture adhesive cream. Event abated after use stopped or dose reduced? No.